Event description:
It was reported to manufacturer, by facility, dse customer (B) (4). Per facility, a resident received a deep laceration to his hand [between his thumb and index finger] that required stitches. Per facility, there is a rail opening that is exposed when the rail is fully extended up and the resident got his hand caught in it. No product being returned; however, pictures were sent by facility and after review of the pictures, the rail opening they are referring to is the open area within the rail which allows the rail to articulate. This space is needed so that the rail can move up and down freely.

Manufacturer narrative:
Pictures sent in by facility - no return of device.